Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that an automated impella controller (aic) had a loose purge disc holder. The issue was noted immediately prior to an impella 5.5 pump being plugged in. Due to the noted issue, the decision was made to swap the aic for the planned support. There was no patient harm.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer.